Manufacturer narrative:
(B)(4). Lot #, manufacture date: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Investigation results: one flexiva 200 laser fiber was returned in one continuous piece. The piece measured approximately 313.4 cm from the top of the connector and includes the entire distal tip. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within the connector. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
A flexiva 200 laser fiber was investigated by boston scientific corporation on march 1, 2019. Per results of the investigation, the laser fiber was returned broken within the connector.